Event description:
Boston scientific received information that this right atrial (ra) lead just post implant, was found to have loss of capture (loc), no sensing, and dislodged. The patient was re-draped, re-sedated and the pocket re-opened. The lead was successfully repositioned and remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.